Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The force sensor test alarm was noted in the ehl. No service history was recorded within the past 12 months. Visual inspection and functional testing were performed. The pump had a failure force sensor test system. The allegation made by the complainant was confirmed. The probable root cause was the force sensor. Device is repaired by replacing the force sensor. The device passed all functional testing after repair.

Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a medfusion 4000 syringe infusion pump exhibited a ¿system failure: force sensor test repeated¿ alarm even after calibration. The issue occurred during testing, with no reported patient involvement or patient harm.